Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (poor contact of electrical connector) was not confirmed or duplicated. In addition, service found there was some noise on the displayed image due to failure of the video cable connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the electrical connector of the subject device had poor contact. The reported issue occurred during inspection of the subject device, after use. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, image noise was attributed to faulty s7p connector unit (gn260200), resulting to contact failure of the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.